Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of intestinal perforation ("perforated intestine"), allergy to metals ("nickel was very high making her sick") and rheumatoid arthritis ("rheumatoid arthritis") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced intestinal perforation (seriousness criteria medically significant and intervention required), allergy to metals (seriousness criterion medically significant) with inflammation, rheumatoid arthritis (seriousness criterion medically significant), weight decreased ("lost weight"), alopecia ("she has very thin hair"), nausea ("nausea"), vomiting ("vomiting"), asthenia ("weakness"), fatigue ("fatigue"), food allergy ("food allergies"), malaise ("sick"), sleep disorder ("sleeps better"), urticaria ("hives") and rash ("rash"). The patient was treated with surgery (removed them). Essure was removed. At the time of the report, the intestinal perforation, allergy to metals, weight decreased, alopecia, nausea, vomiting, asthenia, fatigue, malaise, sleep disorder, urticaria and rash outcome was unknown, the rheumatoid arthritis had resolved and the food allergy was resolving. The reporter considered allergy to metals, alopecia, asthenia, fatigue, food allergy, intestinal perforation, malaise, nausea, rash, rheumatoid arthritis, sleep disorder, urticaria, vomiting and weight decreased to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Cross referenced with plaintiff case number : (B)(4). "Concerning the injuries reported in this case, the following one was reported via social media: urticaria, rash, intestinal perforation. Most recent follow-up information incorporated above includes: on 7-jun-2018: social media case received, reporter added, event added:- perforated intestine incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of intestinal perforation ('perforated intestine') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced intestinal perforation (seriousness criteria medically significant and intervention required), allergy to metals ("nickel was very high making her sick") with inflammation, rheumatoid arthritis ("rheumatoid arthritis"), alopecia ("she has very thin hair"), nausea ("nausea"), vomiting ("vomiting"), asthenia ("weakness"), fatigue ("fatigue"), food allergy ("food allergies"), malaise ("sick"), sleep disorder ("sleeps better"), urticaria ("hives") and rash ("rash"), was found to have a pregnancy with contraceptive device ("pregnancy") and was found to have weight decreased ("lost weight"). The patient was treated with surgery (removed them). Essure was removed. At the time of the report, the intestinal perforation, pregnancy with contraceptive device, allergy to metals, weight decreased, alopecia, nausea, vomiting, asthenia, fatigue, malaise, sleep disorder, urticaria and rash outcome was unknown, the rheumatoid arthritis had resolved and the food allergy was resolving. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered allergy to metals, alopecia, asthenia, fatigue, food allergy, intestinal perforation, malaise, nausea, pregnancy with contraceptive device, rash, rheumatoid arthritis, sleep disorder, urticaria, vomiting and weight decreased to be related to essure. No further causality assessment were provided for the product. The reporter commented: cross referenced with plaintiff case number : (B)(4). Cross referenced with plaintiff case number: (B)(4). Cross referenced with case number: (B)(4). It tested positive for eg. "Concerning the injuries reported in this case, the following one was reported via social media: urticaria, rash, intestinal perforation. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media: reporter added, event added as pregnancy and device ineffective. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of intestinal perforation ('perforated intestine'). In a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced intestinal perforation (seriousness criteria medically significant and intervention required), allergy to metals ("nickel was very high making her sick") with inflammation, rheumatoid arthritis ("rheumatoid arthritis"), alopecia ("she has very thin hair"), nausea ("nausea"), vomiting ("vomiting"), asthenia ("weakness"), fatigue ("fatigue"), food allergy ("food allergies"), malaise ("sick"), sleep disorder ("sleeps better"), urticaria ("hives") and rash ("rash"). Was found to have a pregnancy with contraceptive device ("pregnancy"). And was found to have weight decreased ("lost weight"). The patient was treated with surgery (removed them). Essure was removed. At the time of the report, the intestinal perforation, pregnancy with contraceptive device, allergy to metals, weight decreased, alopecia, nausea, vomiting, asthenia, fatigue, malaise, sleep disorder, urticaria and rash outcome was unknown. The rheumatoid arthritis had resolved. And the food allergy was resolving. Pregnancy related information: prospective report, last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred, during the first trimester. The pregnancy outcome was not reported. The reporter considered allergy to metals, alopecia, asthenia, fatigue, food allergy, intestinal perforation, malaise, nausea, pregnancy with contraceptive device, rash, rheumatoid arthritis, sleep disorder, urticaria, vomiting and weight decreased to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4); cross referenced with plaintiff case number : (B)(4); cross referenced with case number : (B)(4). It tested positive for eg. Concerning the injuries reported in this case, the following one was reported via social media: urticaria, rash, intestinal perforation. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-dec-2020, quality-safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of intestinal perforation ('perforated intestine') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced intestinal perforation (seriousness criteria medically significant and intervention required), allergy to metals ("nickel was very high making her sick") with inflammation, rheumatoid arthritis ("rheumatoid arthritis"), alopecia ("she has very thin hair"), nausea ("nausea"), vomiting ("vomiting"), asthenia ("weakness"), fatigue ("fatigue"), food allergy ("food allergies"), malaise ("sick"), sleep disorder ("sleeps better"), urticaria ("hives") and rash ("rash"), was found to have a pregnancy with contraceptive device ("pregnancy") and was found to have weight decreased ("lost weight"). The patient was treated with surgery (removed them). Essure was removed. At the time of the report, the intestinal perforation, pregnancy with contraceptive device, allergy to metals, weight decreased, alopecia, nausea, vomiting, asthenia, fatigue, malaise, sleep disorder, urticaria and rash outcome was unknown, the rheumatoid arthritis had resolved and the food allergy was resolving. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered allergy to metals, alopecia, asthenia, fatigue, food allergy, intestinal perforation, malaise, nausea, pregnancy with contraceptive device, rash, rheumatoid arthritis, sleep disorder, urticaria, vomiting and weight decreased to be related to essure. No further causality assessment were provided for the product. The reporter commented: cross referenced with plaintiff case number : (B)(4). Cross referenced with plaintiff case number : (B)(4). Cross referenced with case number : (B)(4). It tested positive for eg. "Concerning the injuries reported in this case, the following one was reported via social media: urticaria, rash, intestinal perforation. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media: reporter added, event added as pregnancy and device ineffective. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.